Manufacturer narrative:
Product event summary: the controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the returned device revealed that the device passed functional. The reported poor mechanical connection could not be confirmed; the controller was able to recognize both power sources as expected. Visual inspection revealed a loose power port 1 connector; the reported loose power port was confirmed. Based on an internal investigation, the most likely root cause of the reported loose connector can be attributed to inadequate thread lock, an inconsistent thread lock cure time and an inadequate torque application during the assembly process. Log file analysis revealed one controller power-up with its associated motor start. The reported loss of power was confirmed. The logs, however, did not revealed any anomalies associated with the controller. Based on the log file analysis, the loss of power was most likely due to a double disconnection of both power sources and not due to a device malfunction. The controller did not contain the smr software. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient experienced anxiety and shortness of breath due to a loss of power to the controller.  The patient tried to switch batteries on their controller, and when they removed one battery, the controller lost power and the pump stopped.  The patient quickly reconnected the battery and the pump restarted, but the second battery was not being acknowledged by the controller as connected.  They removed and then reconnected the second battery and then it started working.  It was noted that one of the power ports on the controller had come loose.  The controller was replaced and remains in use.  No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.